Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reservoir kept getting air bubbles inside. Customer also mentioned bent infusion set cannulas. Customer's blood glucose was unknown. Customer could not get the reservoir cap off. Customer was unable to complete troubleshooting. Customer will not be returning the reservoir for analysis.